Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was an issue with missing gel separator. The following information was provided by the initial reporter, translated from (B)(6) to english: I'm coming back to report a new case of tubing without gel separator. The absence of gel was discovered by the technician in the laboratory, tube removed. We are finishing the batch that had already been the subject of a complaint.